Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and passed initial functional testing. The device was put through extensive testing including bench handling and charge/ discharge testing on a simulator with a test battery without duplicating the report. The device log shows multiple timeout messages consistent with the customer report followed by a low battery warning. The battery used during the time of the event was not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.